Event description:
It has been reported to philips that the system did not bootup. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, it was found that the whole system software was crashed, preventing the system being turned on. To resolve the reported issue, the fse reloaded the system software (r 2.2.7) and restored the backup. After these repairs, the system was returned to working conditions.